Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2006: the patient underwent spinal fusion surgery using rhbmp-2/acs. (B)(6) 2006: the patient presented with chronic pain. (B)(6) 2006: the patient presented for an office visit due to lumbar neuritis. (B)(6) 2009: the patient presented with lumbar radiculopathy. (B)(6) 2010: the patient presented for an office visit with failed fusion due to pseudo-arthrosis (B)(6) 2010: the patient presented for an office visit due to migration. The patient also underwent corrective surgery due to loosening of the screw at s1 on l side and loosening of screw on "r" at l5 and s1.

Event description:
It was reported that the patient presented for an office visit. Per the physician's notes, "the patient has been treated conservatively for the past 10 months. He presents today and states that he has having a significant amount of pain hi his low back. It radiates in his right leg to his foot in a lateral distribution and he has pain from both of his buttocks" he has had epidural steroid injections which did not reduce his discomfort. The patient was diagnosed with lumbar radiculopathy. The patient underwent a posterior lumbar interbody fusion l3-s1 with nuvasive monitoring, rhbmp-2/acs, integrated spine spacers, stryker pedicle screw instrumentation, and duragen. Patient was discharged on pod 5. 1693 days post-op, the patient presented with back pain. The patient was diagnosed with lumbar radiculopathy and pseudoarthrosis. Per the physician's notes, the patient "has evidence of pseudoarthrosis with loosening of the screws" the pedicle screw on the right at l5 and s1 were significantly loose. The patient underwent removal of previous lumbar instrumentation, redo right l4-5-s1 foraminotomy, instrumentation l3-s1 and posterolateral arthrodesis l3-s1. Icbg was harvested and used. Pedicle screws and rods were used with rhbmp-2/acs. The patient was discharged on pod 4.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.